Manufacturer narrative:
As per additional information received through latest product analysis completion, the updated information provided in section g3/h4 (aware date), h6 and h11 (analysis summary). The pump passed the displacement test and self-test. No pump error 23 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 15 alarm found in the pump history file/trace on (B)(6) 2024 at 21:39:09. Pump error 15 alarm due to hardware error (line number (B)(4), file number (B)(4)). According to mark (software engineer) pump error 23 (filenum/linenum= (B)(4)) was triggered 12/21/2024 21:42:00 on pump startup due to sram crc check failure (suspecting the hw- memory corruption). Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. Test p-cap locks properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked case at corner of the belt clip rails and minor scratched lcd window. Pump error 15/23 alarm was confirmed due to hardware error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. Customer will discontinue to use the insulin pump. The product return is required for mmt-1886 and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self-test. No pump error 23 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 15/23 alarm found in the pump history file/trace on 21-dec-2024 at 21:39:09. Pump error 15/23 alarm due to software error (line number 442 file number 38). Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. Test p-cap locks properly into reservoir compartment during testing. The following were noted during visual inspection: stained serial number label, cracked case at corner of the belt clip rails and minor scratched lcd window. Pump error 15/23 alarm was confirmed due to software error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.